Manufacturer narrative:
Section h3: other 81: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the preloaded intralocular (iol) lens was explanted from patient's from left eye due to dysphotopsia. There was no patient injury. There was no medical/surgical intervention required. The lens was explanted and replaced with a non jnj lens in a secondary procedure. The patient is good. From additional information it was learned that the patient had lots of glares. The pre-op best corrected visual acuity is dc120/100-2 and the post-op (post-initial implant) best corrected visual acuity, is 20/30-1. The intended/targeted post-operative refraction (for initial implant) is (s) -0.75 (cyl)-1.00 (a) 19. Bss was used in as cartridge lubrication and was used at room temperature. No other information is available.

Manufacturer narrative:
Additional information: section d9: device available for evaluation: yes. Section d9: returned to manufacturer on: 03/20/2024. Section h3: device evaluated by manufacturer: yes. Device evaluation: the product was returned to the manufacturing site for evaluation. Visual inspection of the complaint lens revealed that it was coated in viscoelastic residue. The lens was cleaned and no issues that could cause or contribute to the complaint issues were observed. Conclusion: the complaint issue "visual disturbance- dysphotopsia", "explant", and "glare-transient" were not identified during product evaluation. Therefore, there is no indication of a product deficiency or product malfunction. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.